Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer septal occluder was chosen for implant using an 10f amplatzer trevisio intravascular delivery system. During device preparation, the physician had a good deployment condition outside the patient body. During deployment in the left atrium, when the occluder delivered through the delivery system, it was reported the left atrial disc had a cobra deformation. The physician retrieved the occluder to the delivery sheath and deployed again, but resulted in the same deformation. The deformed device was never released from the delivery cable while inside the patient. The physician decided to take out the occluder and deployed outside the patient body, the device was able to return to its normal configuration outside of the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A decision was made to replace the device with a new 24mm amplatzer septal occluder with same lot number and same delivery system and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and an 10f size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and an 10f size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6)2023, a 24mm amplatzer septal occluder was chosen for implant using an 10f amplatzer trevisio intravascular delivery system. During device preparation, the physician had a good deployment condition outside the patient body. During deployment in the left atrium, when the occluder delivered through the delivery system, it was reported the left atrial disc had a cobra deformation. The physician retrieved the occluder to the delivery sheath and deployed again, but resulted in the same deformation. The deformed device was never released from the delivery cable while inside the patient. The physician decided to take out the occluder and deployed outside the patient body, the device was able to return to its normal configuration outside of the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A decision was made to replace the device with a new 24mm amplatzer septal occluder with same lot number and same delivery system and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient was reported as stable.